Event description:
It was reported that during an aveir leadless pacemaker (lp) routine clinic check, conductive telemetry issues were noted. Troubleshooting was performed by replacing the equipment used, and during one of the attempts at interrogating, intermittent capture was noted. The lp unexpectedly went into inappropriate back-up operation. The lp was successfully restored to nominal settings, and then capture parameters were reprogrammed to address the capture issue. The patient was stable.

Manufacturer narrative:
Correction: g3- previous reportable awareness date should have read "mar 18, 2025" rather than "apr 18, 2025".

Manufacturer narrative:
The reported event of the device being in reset settings was confirmed. Based on the information provided, it was determined that during interrogation, a telemetry issue occurred, which caused parameters to be read incorrectly by the merlin programmer. This error resulted in the programmer putting the device into reset settings. The device was successfully restored.